Manufacturer narrative:
The reported defective device has yet to be returned to the MFR for a device eval. The firm is attempting to obtain the device. An investigation into the root cause for product problem is currently in progress. A review of the lot history records was performed for any deviations. The review confirms that the lots met all materials, assembly, and performance specifications. As reported, there was no pt harm or injury as the product did not come into contact with the pt. The results of the device eval will be sent via a f/u medwatch. (B)(4).

Event description:
As reported on (B)(6) 2013, a pt of unk age and gender presented for an endovenous laser procedure. During the procedure, the treating physician was removing the fiber from the sheath and the fiber got stuck inside the sheath. The treating physician pulled harder on the fiber successfully removing it from the sheath. Upon removal from the sheath, it was noted the gold tip had detached from the fiber. The physician removed the sheath from the pt and advanced another fiber through the removed sheath from the pt and advanced another fiber through the removed sheath. It was noted the removed sheath was clogged, and it was determined the gold tip was in the removed sheath and not inside the pt. The device was set aside and a new of the same device was used to successfully complete the procedure. It was reported the pt suffered no harm or injury due to this event. It was reported the disposable device is available for return to the MFR for eval.